Event description:
It was reported that the device is for repair. The customer returned the product for repair, and during physical inspection it was found that the downstream occlusion (dso) seal was failing. There was unknown patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. Inspection was performed and found that the downstream occlusion (dso) was faulty, it was replaced.